Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that the catheter was inserted 2008, in the operating theater. Six days later, while the pt was in the hospital ward, the registered nurse (rn) noticed that the "conduction using the electrode was disconnected." As a result, the catheter was exchanged to another "marker's catheter". The rn told the sales representative that the pt's "body movement were normal and the catheter was carefully controlled". There were no reported pt complications or injury.